Event description:
It was reported that while undergoing a deep brain stimulation (dbs) implant procedure the clinical study patient enrolled in a4010 experienced a severe parkinsonian crisis post sigmoid pseudo-obstruction. The patient underwent insertion of a flatus tube, serial abdominal x-ray imaging was performed, and the patient was treated with medication for both the sigmoid pseudo-obstruction and parkinson's crisis. The physician assessed the patient has a history of chronic sigmoid volvulus and also patient was taken off of the parkinson's medications the day prior to surgery. The event has since resolved. The investigator reports this serious adverse event with a possible relationship to the procedure and not related to the study device.